Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the pump was powered on to a blue line through the display. A test display was installed and functioned properly. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The battery compartment was cracked at the threads to the left of the bumper, and at the threads above the bumper. Evidence of moisture was found on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was reported that the display was cloudy. It was alleged that there was moisture behind the display and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.